Event description:
Event description guidant received information that this pacemaker was explanted and replaced due to its recall status. Prior to the replacement procedure, no product performance issue consistent with the advisory was noted. Additionally, both the atrial and ventricular (unipolar) leads were surgically abandoned and replaced secondary to high threshold measurments and oversensing. However, no lack of therapy was reported due to the oversensing. The explanted device has been returned for analysis.